Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap gastric bypass the stapler popped twice and stopped working. The user opened up a second handle and it popped once and then broke. To correct this condition, the user opened a third handle. The last know patient status is reported as okay. Another manufacturer's reinforcement material being seamguard was used.